Manufacturer narrative:
(B)(4).

Event description:
It was reported to dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there were possible connectivity issues with the patient's g4 system. No additional event or patient information is available.